Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the y-site of the catheter was found broken upon opening the package. A new foley has been unpacked to use.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Based on the photo sample attached it was observed that the valve and cap of the catheter was detached from the inflation funnel. The exact cause of how and when the problem was occurred could not be determined. A potential root cause for this failure mode could be due to operator error, user related (eg: rough handling of device). The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the y-site of the catheter was found broken upon opening the package. A new foley has been unpacked to use.